Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in the (B)(6). Report source, literature - armstrong, l. Et al (2017). Tibiotalocalcaneal nail fixation and soft tissue coverage of gustilo¿anderson grade 3b open unstable ankle fractures in a frail population; a case series in a major trauma centre. Foot and ankle surgery, 1-6. Doi: 10.1016/j.fas.2017.03.015. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient died three months after surgery. The cause of death is unknown. Attempts have been made and additional information on the reported event is unavailable.